Event description:
It was reported that the patient experienced prolonged hyperglycemia for more than 15 hours while using the ilet, despite multiple infusion site changes, and subsequently transitioned to multiple daily injections; available device reports showed a prior episode of elevated glucose that the ilet corrected before data transmission ceased. Symptoms included hyperglycemia. Outcomes included a return to mdi without reported injury or hospitalization. Investigation included review of available device data and outreach to obtain additional information. Investigation of this case revealed no confirmed device malfunction and an undetermined cause due to limited data and inability to complete troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.